Event description:
During a request for therapy assistance on the homechoice (hc) machine, it was reported that the care giver (cg) connected the patient to the hc before the priming stage of peritoneal dialysis therapy, when the hc displayed ¿connect bags, open clamps¿. The technical service representative assisted the cg with ending therapy. The cg planned to start the patient's therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a caregiver connected a patient to the homechoice before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.